Manufacturer narrative:
The mpu has been returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received a no external power alarm while connected to the mobile power unit (mpu). The mpu was correctly connected to the wall socket and there were no environmental circumstances that would have affected a/c power at the time of the event. The mpu from the event does not have a v-lock connector for the power cord. The patient connected to batteries and received a replacement mpu from the hospital.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event, of the patient no external power alarms while connected to the mpu, was not confirmed when the unit was checked by technical service. The reported event was not observed or duplicated. The mpu patient cable was replaced because it was dirty. The software on the mpu was upgraded to the current version. The repaired mpu was tested and returned to the customer. The removed patient cable was checked and operated properly on a reference mpu. No further information was provided. The manufacturer is closing the file on this event.